Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one coil end up my colon') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and procedural pain ("awake during procedure/painful"). The patient was treated with surgery (full removal). Essure was removed. At the time of the report, the device dislocation and procedural pain outcome was unknown. The reporter considered device dislocation and procedural pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: device dislocation and procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: essure was removed, details added in non drug treatment received of event device dislocation. Reporter details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one coil end up my colon') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and procedural pain ("awake during procedure/painful"). At the time of the report, the device dislocation and procedural pain outcome was unknown. The reporter considered device dislocation and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in social media: device dislocation and procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one coil end up my colon') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and procedural pain ("awake during procedure/painful"). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation and procedural pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media :device dislocation and procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.